Event description:
It was reported that the device malfunctioned outside of surgery. During product evaluation, it was found that the motor speed was unstable. There is no harm or delay reported. Due diligence is complete. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found the unit's motor speed was unstable and the machined head, pin, screw, plug harness assembly insulation, needle bearing, and thickness control shaft were damaged. Additionally, the reciprocation arm and needle bearing were corroded and the unit was out of calibration at all readings. Tech replaced motor, machined head, pin, screws, plug harness assembly, reciprocation arm, and needle bearing. Tech replaced the semi-circle and vespel bearings and the thickness control shaft to address the calibration issue. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: belgium.